Event description:
Pt reported obtaining a blood glucose result of 412 mg/dl, while using the suspect device. Based on this result, pt phoned the hospital and was advised to contact emergency medical sevices. Pt did so, and upon their arrival 35 minutes later, pt's blood glucose reportedly measured 129 mg/dl on paramedics' blood glucose monitor. No treatment was received. Pt's friend reportdly transported him to the hospital where, 30 minutes later, this blood glucose measured 110 mg/dl on a hospital blood glucose monitor. No treatment was received and pt was released. Pt's current condition: fine. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.